Manufacturer narrative:
This report is submitted on september 19, 2022.

Event description:
Per the clinic, the patient experienced wound breakdown, skin necrosis and infection at implant site. Subsequently, the patient was treated with antibiotics (specific type, date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.